Event description:
Four patient samples with discrepant sodium and or potassium results. Patient 1, female, initial sodium gave 117.2 mmol/l; repeated twice gave 139 and 140 mmol/l. Initial potassium gave 3.28 mmol/l; repeat gave 4.0 mmol/l. Erroneous results were not reported. The field service representative was unable to determine a specific root cause. Performance tests were performed and within specification.

Event description:
Four patient samples with discrepant sodium and or potassium results. Patient 4, female, initial sodium gave 123.2 mmol/l; repeat gave 134.7 and 135 mmol/l. Erroneous results were not reported. The field service representative was unable to determine a specific root cause. Performance tests were performed and within specification.

Event description:
Four patient samples with discrepant sodium and or potassium results. Patient 3, male, initial sodium gave 116.4 mmol/l; repeat twice gave 149 and 150 mmol/l. Initial potassium gave 2.63 mmol/l; repeat gave 3.54 mmol/l. Erroneous results were not reported. The field service representative was unable to determine a specific root cause. Performance tests were performed and within specification.

Event description:
Four patient samples with discrepant sodium and or potassium results. Patient 2, female, initial sodium gave 110.9 mmol/l; repeated twice gave 136 and 137 mmol/l. Initial potassium gave 2.30 mmol/l; repeat gave 3.0 mmol/l. Erroneous results were not reported. The field service representative was unable to determine a specific root cause. Performance tests were performed and within specification.